Event description:
It was reported that the ventricular lead was fractured. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) defibrillation coil was beyond the expected upper range, analysis of the device memory indicated a lead warning alert, analysis of the device memory indicated the impedance on the svc (superior vena cava) defibrillation coil was beyond the expected upper range, a superior vena cava (svc) lead impedance alert was recorded on (B)(4) 2013. Maximum svc and hvb impedances rise from an approximate baseline of 50 ohm the week ending (B)(4) 2013 to greater than 16000 ohm the week ending (B)(4) 2013. Geo event description: it was reported that this lead was capped and left in the patient because of a suspected fracture in the hvb electrode.

Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the ventricular lead was fractured. The lead was capped and replaced. No patient complications have been reported as a result of this event.